Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the stimulation settings changing after momentarily losing connection was determined. Steps taken to resolve the issue were that the hcp spoke with the patient on (B)(6) 2026. The patient was educated on how to properly use the devices. They would reach out in a week with an update. The issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that therapy was on but the patient stated they weren't feeling anything and they didn't know if the therapy was helping their symptoms since they got it. The patient stated they hadn't been monitoring their symptoms. Patient services also wanted to note that when the patient first connected they said they were at 3.1 ma and after discussing therapy information with patient services for a bit of time, unknowingly had moved the communicator away and got 'device not responding' momentarily. The patient then connected again and the stimulation was at 3.0 ma. The patient denied having decreased the stimulation. Patient services reviewed with the patient the therapy wouldn't change on its own. The patient then decided to move the stimulation back to 3.1 ma as it had been initially set at by their care team at implant. Patient services reviewed therapy expectations and programming considerations as well as stimulation and battery longevity considerations and redirected the patient to follow up with their managing healthcare provider (hcp) to discuss their symptom concerns and to discuss making a change to their therapy settings if they found it wasn't helping after monitoring. The patient was going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed and reach out to their hcp for further concerns about their symptoms. The patient said they didn't have a follow up appointment scheduled at this time. The patient may schedule one.